Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated and exhibited high capture thresholds. The lp was repositioned and dislodged to the pulmonary artery after release. Upon retrieval, the helix was found extended. A different lp was used to complete the procedure. There were no patient consequences.